Manufacturer narrative:
On 07aug2023, a field service engineer (fse) went to the customer site to replace the power management (pm) printed circuit board assembly (pcba). It was confirmed that with the part replacement, the device was corrected and returned to service. There were no restrictions on the device usage and the device passed performance verification testing. Investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response from the customer received on 17aug2023, it was stated that the patient information from the time of the event was unknown. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that error code 1115 (auxiliary alarm supply failed) appeared. The device was reported to be in use at the time of the reported problem. No patient harm reported. On 24jul2023, the customer informed the remote service engineer (rse) that the device was operating in ventilation mode as expected at the time of troubleshooting. The rse advised the customer to replace the motor controller (mc) printed circuit board assembly (pcba). If this did not resolve the issue it was advised to replace the power management (pm) pcba. On 28jul2023, the customer informed the rse that the 1115 error code appeared, and the device was removed from service. In the customer biomedical engineer (bme) shop, the bme confirmed error code 1115 in the event log and replaced the mc pcba as advised, but the issue persisted. The customer requested onsite service to replace the pm pcba. The investigation is ongoing.